Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that all devices had gone into critical override. A technical support specialist (tss) confirmed with the customer that the local hospital it (information technology) team became involved, as a scheduled generator test had been conducted. Following the test, a network issue occurred. The customer confirmed that the issue was not related to pyxis, and the local it team resolved the network problem. The system functioned as intended, and the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server all devices are on critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.